Manufacturer narrative:
The initial reporter also notified the FDA on 26 october, 2019. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle sftygld 22x1-1/2 rb safety device malfunctioned during use. The following information was provided by the initial reporter: material no.: 305900 batch no.: 9150905 it was reported that the safety device did not deploy and malfunctioned after injection. Patient was im'ed for agitation. When giving intramuscular medication to hiv patient the safety device that is supposed to cover the needle was unable to deploy/malfunctioned. Needle carefully pulled out of patient and properly disposed of.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that needle sftygld 22x1-1/2 rb safety device malfunctioned during use. The following information was provided by the initial reporter: material no.: 305900 batch no.: 9150905 it was reported that the safety device did not deploy and malfunctioned after injection. Patient was im'ed for agitation. When giving intramuscular medication to hiv patient the safety device that is supposed to cover the needle was unable to deploy/malfunctioned. Needle carefully pulled out of patient and properly disposed of.